Event description:
The hospital reported that during preparaion for a coronary artery bypass graft surgery, heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complictions wer r reported by the hospital.